Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient stated that his main symptom before surgery was difficulty urinating, which did not improve after surgery. In 2021, a complete set of equipment had been explanted in the surgery hospital.